Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by reviewing the error log. The fse checked for obstructions and found test cups backed up from the waste chute, causing the obstruction. The waste chute was sticky with residue from the waste cups. The fse removed the test cups from the waste tube and cleaned the metal waste chute for the test cups. The resolution was verified by running controls and disposing of test cups down the waste chute. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4193] y-axis cup transfer z-axis home overrun. Cause: the home sensor activated improperly after movement of the y-axis cup transfer z-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to sticky residue buildup from waste cups, causing the cups to stick to the sides of the chute.

Event description:
A customer reported error message ¿4193 y-axis cup transfer z-axis home overrun¿ on the aia-2000 analyzer. The customer verified that the waste bin was not full. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl 2), creatine kinase mb isoenzyme (ck-mb) and myoglobin (myo). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.